Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory memory analysis review noted that there were some system faults due to a memory bit fault. That fault put the device into safety mode. The device was manipulated to remove it from safety core, and the telemetry was reset in order to interrogate. Interrogation was done successfully then normal device operations were confirmed. The device was then put through and passed the returned products test except for the real-time-clock. Analysis concluded that this failure is expected due to the device being in safety mode.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that at a recent device check there was a red warning screen indicating the device was operating in safety mode. Boston scientific technical services (ts) was consulted and suggested that the device should be immediately replaced as normal operations cannot be confirmed following a reset. The device was explanted and replaced successfully. To date, no additional adverse patient effects have been reported.